Event description:
It was reported by service report that the bed exit was not working, and the motion interrupt pan was cracked. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged bed exit module; damaged motion interrupt pan.